Event description:
The customer obtained lower than expected vitros hdlc quality control results (< 1 mg/dl) when using the vitros dt60 ii chemistry system. The exact expected hdlc value was not provided for the quality control fluid in use. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros hdlc quality control results were obtained when using the vitros dt60 ii chemistry system. The investigation determined that the most likely cause of this event was a user-induced slide tracking error, which is a reportable malfunction for the vitros dt60 ii chemistry system. Information from section 8.3 of the vitros dt60 ii operator's manual (30-mar-2004 revision) regarding the tracking error was reviewed with the customer. Following actions to resolve a slide tracking error, acceptable vitros hdlc performance was observed. The root cause of this event is user error.